Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer found that drawer 3 caused the issue. The field service engineer replaced the t-board, retractable bands, and reinstalled drawer 3, plugging in all auxiliary devices to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.